Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the device had an ECG faulty error. This was further clarified by a philips fse as an ECG equipment malfunction message. There was no reported patient involvement.